Manufacturer narrative:
Three tips were returned and investigated. No problems or defects were found with any of the tips. They passed all solta medical tests and specifications and the tip surfaces and dielectric were intact. Note: investigation of the data card revealed many reps having high treatment levels. Per the technical user's manual: caution should be used when selecting treatment levels. Risk for adverse outcomes may be associated with elevated treatment levels.

Event description:
On (B)(6) 2011, it was reported to (B)(4) that a pt who underwent a thermage procedure on (B)(6) 2011 developed large blisters (3/4" square) near the ear and nose during and immediately post treatment. The pt was given toradol im just prior to the procedure. The pt presented to the treatment facility on (B)(6) 2011 for a f/u appointment. It was reported that the physician believed there will be residual scarring. However, at a f/u call to the facility on (B)(6) 2011, it was reported that the pt has been seen at the treatment facility on a regular basis since the procedure. Reportedly, the blisters are healing well and it appears the scarring will be minimal. At this time, no treatment has been given to minimize scarring. No further info was provided.